Event description:
Fell twice, just dropped without any indications. Having dizzy spells. Feeling pressure between my ears (head) went to dr, said had defect in my left inner ear. Prescribed physical therapy, four sessions, no help. Felt better for a while. Possible side effects from combination of breathing machine, amlodipine besylate 5 mg, losartan 100-25mg aur, metformin hcl dr 500 mg tabs, insulin humalog and basaglar. An (B)(6) male. Dates of use: 2 years. Diagnosis or reason for use: sleep. "Event abated after use stopped: no."